Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image intermittently blanked out. A delay in the procedure of unknown duration was reported while a back-up avl device was obtained. No harm to patient or user was reported.